Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determined at this time. The most likely cause of the reported event can be attributed to the operator's technique. The instruction manual warns users: "check the operation of the applicator prior to use. Improper use of the applicator may result in falope-ringbands being inadvertently discharged into the peritoneal cavity or entrapping the fallopian tube within the applicator forceps tongs. Unintended major surgery may be necessary as a result of equipment malfunction during laparoscopic falope-ring band application. Both the operator and support personnel should be familiar with the operation, sterilization, and maintenance of the falope-ring band applicator and associated devices prior to use." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus received a voluntary medwatch (mw5055389) stating, "reusable falope ring applier was pulled for the case. Instrument was defective and was attached to the patient's fallopian tube (unable to remove it). This required the dr to have to make additional incisions. Also required more equipment, supplies, and increased operating time. Potentials to patient - increased pain, longer recovery time and additional unexpected incisions." No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.